Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and support records can be performed.

Event description:
Consumer stated that one u by kotex click super absorbency tampon pledget fell apart into multiple pieces when she removed the tampon. Three days after the incident the consumer noticed an odor and sought medical assistance. She was diagnosed with bacterial vaginosis and was prescribed flagyl. The infection cleared with medication.